Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor cannula bent and retracted inside sensor base. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used.

Event description:
The customer's mother reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 200 mg/dl and sensor glucose was 60 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.